Event description:
It was reported that during a lobectomy procedure, the tissue pad became unusable. Another device was used to complete the case. There were no adverse consequences to the patient reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.